Event description:
Compainant alleged that during the biomedical department's testing and preventative maintenance on the device, the device screen displayed an "error 70" message on the screen. The complainant indicated that there was no pt involvement in the reported failure.